Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least two (2) clearlink y-type catheter extension sets leaked between the injection site and tubing; there was a separation of bonded components. The separation was further described as "between the min vol tubing and the male luer". The issue occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4: the lot was manufactured february 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showing the set did not identify any abnormalities that could have contributed to the reported condition; no issues were observed. Additionally, retention samples were visually inspected and no obvious issue/damage was detected; the samples were conforming per product specifications. The retention samples were also leak tested under water and no leaks were observed. The reported condition was not verified in the photo or retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.